Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to clinic with twitching in the left arm. Loss of capture was noted on the left ventricular lead. X-ray confirmed lead dislodgement. The lead was removed and replaced.